Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided pump reset information and guided the caller through the process. After completing the reset, the error was resolved, and the customer was able to start a new sensor session successfully.